Manufacturer narrative:
The insulin pump passed all functional testing, including idle current test, run current test, self test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test and rewind test. No audio beep anomaly or vibration anomaly noted. Pump had cracked reservoir tube lip. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that there was a beeping anomaly with the insulin pump. The customer¿s blood glucose was 101 mg/dl at the time of the current incident. Customer mentions there were having problems the previous night but a different reason. The customer stated there was black circle on the screen and it wouldn't respond at first. The insulin pump was neither beeping nor vibrating during the troubleshooting. The insulin pump beeped during one of the troubleshooting test. Advised the customer that the insulin pump will need to be replaced. Advised the customer to refer to back-up plan.